Event description:
The reporter stated the surgeon was folding an aq2015a silicone aspheric three piece lens with forceps and the lens cracked in half. There was no patient contact. The surgeon felt the lens was defective. Another same model lens was implanted with no problem.

Manufacturer narrative:
(B) (4): results (other): visual inspection of the returned product found the lens optic torn into two pieces. There was evidence of dried dark surgical residue. A lens work order search was performed and no similar complaints were found within the work order. Conclusions: based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. (B) (4).